Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/06/2019, that on 01/06/2019, the mobile application failed to provide sound alerts. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.